Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pieces of pledget. She consulted her healthcare provider over the phone and they recommended a douche. She believed she was able to remove the remaining pledget pieces and did not use a douche. She did not experience any adverse health effects.